Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen displaying an invalid password error due to a failed network connection between the pyxis system and the site network. The field service engineer (fse) performed troubleshooting and visual inspection, re-established the network connection, and resumed testing. All bus and cable connections along with drawer and door operations were verified, and the user confirmed successful functionality through inventory counts and scan/load activities before returning the device to service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station became stuck on a black screen and displayed an invalid password error. The station remained offline for 2 days, and rebooting the station did not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.